Manufacturer narrative:
Pump analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown foreign report source regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The pump was returned for analysis with no alleged issue from the field. The pump was replaced due to elective replacement indicator (eri). The patient¿s medical history included chronic back pain. There was no injury, and no complications were reported.

Manufacturer narrative:
Pump interrogation indicated the pump was delivering fentanyl 3000.0 mcg/ml and bupivacaine 30.0 mg/ml. If information is provided in the future, a supplemental report will be issued.